Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that power loss had occurred which could not be duplicated during testing.

Event description:
A family member reported that on (B)(6) 2011 the pump self-rebooted approximately two to three hours after a routine battery change. He stated that he had a spare battery cap available, and changed the battery cap. The family member reported that on (B)(6) 2011, he received multiple low battery warnings, and the pump self-rebooted while on the phone with animas customer support. The family member confirmed that there was no structural damage to the original battery cap, the spare battery cap, and the battery compartment. He confirmed that both battery caps were able to secure properly to the pump. He stated that there was no visible corrosion in the battery compartment. There was no reported patient impact associated with the reported power loss.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.